Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to constant pump error 38 alarm during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer started they were able to rewind the insulin pump. The customer performed displacement test and the insulin pump failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.